Manufacturer narrative:
The manufacturer received information alleging the setup test had failed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips field service engineer (fse) went to the customer site to evaluate the device. The philips fse evaluated and determined the proportional valve, and three-way (3-way) solenoid valve had caused the setup test to fail on the device. The philips fse replaced the proportional valve, and 3-way solenoid valve to address this issue. After replacing the parts on the device, the philips fse performed tests, and all tests passed on the device.

Event description:
The manufacturer received information alleging the setup test had failed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.